Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose over a year ago on an unknown date with blood glucose of 750 mg/dl. The customer was in the hospital for a week and treated in intensive care unit. Customer reported that his doctor said that insulin pump was not working. Customer stated that their healthcare professional took off the insulin pump because it gave insulin when it was not supposed to and not gave insulin when it was supposed to. Customer declined to troubleshooting with technical support. The insulin pump and reservoir will not be returned for analysis.